Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris size and the collimator preview were setup and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's magnification 2 mode would not work. No patient injury was reported.